Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing.  The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a partially shorted capacitor, designator c160.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code. The event code logged can negatively affect the device's AED functionality. There was no report of any patient use associated with the reported issue.